Event description:
I put my contact lens in solution in case at bedtime. The next morning I went to put my contact in my eye I had read that I didn't need to rinse contacts if they have been in the solution for at least 6 hours. So I put it in my eye and was immediately overcome by painful burning and stinging, and struggled to get it out of my eye quickly. Then I rinsed my eye copiously with sterile saline until burning lessened. But it continued to worsen and it began to swell. I went to urgent care and they had me taken by ambulance to the area trauma center, I was admitted and there for 6 days. Despite their best efforts I went completely blind in that eye and it is not getting better. I don't know all the tests they did. I've requested my medical records. Did the problem stop after the person reduced the dose or stopped taking or using the product? No. Date of use: (B)(6) 2020, for soaking contact lens.

Event description:
Additional information received from reporter on 01/13/2021 for report mw5095878; I am writing as an addendum to the report of my injury in (B)(6) 2020. I am now permanently blind in that eye. My stem cells in that eye are also destroyed. We may be able to eventually transplant an artificial cornea, but my sight, if any returns after transplant, will never be the same. I want to strongly suggest/request you use your considerable influence to insist this product not be sold without a verbal information from a pharmacist or other professional or at the least it not be sold next to safe salines and other safe solutions. My life will never be the same, it is forever changed including my work, my hobbies, my self-confidence. To this day I am still receiving treatment and that will likely go on a long time, and I will always require specialist care. I never even received an apology. They need further package redesign especially when the product is intended for visually impaired consumer. I¿ve worn contacts for 40 years with never a problem until I used this. After flooding my eye with sterile saline, after a day the pain remained, and I went to emergency care. They diagnosed a corneal ulcer, with an ensuring infection.